Event description:
Subsequent to the initial medwatch filed, additional information was received: on (B)(6) 2014, the patient was re-hospitalized with acute on chronic congestive heart failure (chf). Intravenous diuretics were administered until the patient was hemodynamically stable and was discharged to home. Per the study physician, the acute on chronic chf is remotely related to the device. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. The reported patient effects of mitral regurgitation (mr), dyspnea and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The information provided in the case details stated that the implanted clips were securely attached to the leaflets, however, the mr was evaluated to be moderate at the time of hospitalization with a moderately dilated left atrium (as compared to mildly dilated left atrium from the initial procedure). It was noted that per the study physician, the exacerbation of chf and colonization with mrsa were deemed remotely related to the study device, but unrelated to the study procedure. Although a definitive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The reported hospitalization and treatment with medication were a result of case-specific circumstances, as the patient was re-hospitalized and started on IV diuretics and antibiotic therapy. A review of the device lot history record revealed no non-conformances that would have contributed to the reported event. There is no indication of a product deficiency.

Event description:
This is reported for worsened mitral regurgitation, heart failure and colonization with (B)(6), that physician assessed as remotely related to device. It was reported that, on (B)(6) 2013, the patient underwent a procedure with implantation of two mitraclips, reducing the functional mitral regurgitation from 4 to <1. On (B)(6) 2014, the patient was hospitalized with dyspnea on minimal exertion for the past two weeks and persistent, productive cough. The patient was diagnosed with an exacerbation of congestive heart failure (chf) and colonization with (B)(6) and was started on intravenous diuretics and antibiotic therapy. Echocardiogram on (B)(6) 2014, showed the mitral regurgitation grade, which had been reduced to <1 (trace) post procedure, was now moderate with a moderately dilated left atrium (as compared to mildly dilated left atrium from the initial procedure). Both clips were well attached to the leaflet and functioning. Medications were administered. The patient was discharged to home on (B)(6) 2014 in hemodynamically stable condition with clinical improvement in cardiopulmonary examination. The physician assessed the events as remotely related to the device. No additional information was provided.